Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the cause was unknown, however customer believes stress, headache, and eye infection contributed to bg level. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.